Manufacturer narrative:
It was subsequently reported that there was no stent deformation. The device failed to cross the lesion, and was discarded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx drug eluting stent to treat a lesion. There were no abnormalities reported in relation to anatomy. It was informed that stent deformation occurred in-vivo during positioning.